Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while performing ligation on the third branch, the silicone on the cold jaw of the hemopro device detached and fell into the patient's leg. The piece was retrieved using the device. The patient's leg was opened and bridged to stop the bleeding. The hospital reported that the blood loss was 10ml; the patient did not require a transfusion. The patient was discharged. The hospital intends to return the product in question.